Manufacturer narrative:
Initial.

Event description:
It was reported that the user contacted support for help pairing the ilet app and experienced hyperglycemia during troubleshooting, with a highest cgm value of 346 mg/dl while using a contact detach infusion set on the abdomen and a dexcom g7; the medical device problem and device component could not be determined due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communications with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component remained undetermined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.